Event description:
While attempting to give vaccine, the needle was clogged and would not allow rn to depress plunger. The patient needed to be stuck twice to receive vaccine. FDA safety report ID# (B)(4).